Event description:
Blood tubing fell apart at base of tubing prior to blood dripping into tubing.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
Blood tubing fell apart at base of tubing prior to blood dripping into tubing.